Manufacturer narrative:
(B) (4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
(B)(4).

Event description:
The account generated a falsely positive axsym troponin-I adv result on a patient who received a cardiac catheterization procedure. The patient presented in the emergency room with chest pains and shortness of breath. A positive axsym troponin-I adv result was generated and the patient was transferred to another hospital for the cardiac catheterization procedure. A negative troponin result (method unknown) was generated at the other hospital, but the cardiac catheterization procedure was still performed. The cardiac physician stated the arteries were fine.

Manufacturer narrative:
(B)(4). Evaluation - a review of complaint data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review. The investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, the investigation team did not see an increase in the number of complaints related to elevated patient results while using the lot in question. In addition, the investigation team performed accuracy testing which evaluates the ability of the axsym troponin-I adv assay to provide accurate results in a portion of the dynamic range. The results for the troponin-I panel were within the acceptable range. This testing supports the fact that this product is capable of providing accurate results. Based on this investigation, it is concluded that the axsym troponin-I adv assay is performing as intended and is meeting its safety, effectiveness, and label claims. No deficiency was identified.